Event description:
During the preventative maintenance of the da vinci si surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), observed patient side manipulator (psm) 2 failed viscous test, the part was replaced with psm part number 380900-02. No patient involvement or impact occurred. The system was repaired by replacing the affected psm 2.

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. During failure analysis, the arm failed the viscous friction test for axis-1. The harmonic drive was replaced. Arm 3 failed friction test, both sets of linear bearings were replaced. Arm 2 brakes were replaced for functional test failure, and arm 1 brake precaution. The arm was upgraded to correct the problem with new brakes, brake gears, brake bearings, and brake shaft. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. \